Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during (B)(6) 2011 f/u, the physician observed that a warning related to a suspected abnormal atrial lead impedance measured on (B)(6) 2011 was displayed to the user. However, all other f/u data were normal. The physician asked for an analysis of the reported event. During the vf induction test, the (B)(6) staff noticed the presence of blue numbers between the "vs" markers, in the eps screen.